Event description:
It was reported that there was gaps in impedance (trends) measurements and raised right ventricular (rv) lead pacing threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. A review of the device memory indicated that all impedances are undefined the weeks ending (B)(6) to (B)(6) 2013.